Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the device was in good condition with no physical damage found on the pump. The ehl could not be displayed. It was confirmed that the device alarmed and displayed lec 41171. The mainboard needed to be replaced to address the issue.

Event description:
It was reported that device displayed "error 41171." There was unknown patient involvement.